Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was initially implanted on (B)(6) 2016 with titan touch es2920 lot 5024999. Devices er8075 lot 5266961 and 91-9480sc lot 5214957 were also referenced in implant history database for patient. On (B)(6) 2017, a revision occurred due to osseous metaplasia. The 91-9480sc lot 5627467 was used during the revision.